Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to a local hospital after three days of dark, tarry stools and one episode of bright red blood. The patient received two units of packed red blood cells at the local hospital prior to being transferred to the implanting facility. The patient underwent an esophagogastroduodenoscopy (egd) for diagnosis. It was reported that the patient was discharged home from the hospital. The device was not returned to the manufacturer for evaluation as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) 'gastrointestinal (gi) bleed'.

Event description:
Approximately four months post hvad implantation, the patient was hospitalized for gastrointestinal bleeding. Patient presented with symptoms of active gi bleed and decreased hemoglobin and hematocrit levels. Melena was confirmed via rectal exam and the patient was transfused with blood products. Esophagogastroduodenoscopy report noted no acute sources of bleeding; suspected mucosal associated bleeding exacerbated by anticoagulation and acquired von willebrand. Patient was discharge home. Investigation ongoing.